Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had did not receive a low battery alert prior to the replace battery and failed battery alarm. Customer's blood glucose value was unknown at the time of the incident. Customer states the battery cap is not loose, cracked or damaged but moisture in the battery cap. Customer has already troubleshooting and had battery cap replaced. The customer was assisted with troubleshooting. Customer will return device for analysis.

Manufacturer narrative:
Device passed the displacement test and active current test. Device failed the sleep current test and self test due to moisture damage on the harness assembly vibrator. Device received with corroded battery tube and battery tube spring. Unexpected battery power loss not confirmed. Failed battery test not confirmed.